Manufacturer narrative:
The us agent for the product in regards to FDA reporting is fresenius kabi, llc (B) (4). The redblood cell disposable, in this incident has been returned to the MFR, however, the investigation of the sample has not occurred. The investigation results will be included in an amendment to this MDR report. What is known about this procedure is that the as104 device was used according to labeled indications, in the appropriate environment by a personnel trained in the USA of this device. The as104 device ((B) (4)) was evaluated on 04/08/2010 and was found to be within spec.

Event description:
Pt receiving redblood cell exchange. Pt started complaining of nausea during treatment. Vital signs were stable. The parameters were reviewed on device and found to be acceptable. Nurse notified physician. Treatment stopped due to pt becoming pale around mouth and lips and also getting sleepy. Saline drip initiated. (B) (4) drawn-results 2.8/7.3. Pt transferred to ICU and transfused 3-4 units of prbc. Pt examined for internal bleeding, results negative. Device waste bag checked for unexpected red cells, results were negative. Chest wall port examined. No problem found. The as104 device (serial # (B) (4)) was evaluated on 04/08/2010 and was found to be within spec. The tubing was saved for investigation and has been shipped to fresenius, but has not yet been evaluated.